Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced discomfort at the pump site. The device was surgically repositioned on 12/8/2010. The outcome was resolved without sequela. The pump was used to deliver fentanyl, baclofen, bupivacaine, and droperidol.